Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt the pacemaker site was bothering him and presented in the emergency department. Upon assessing the pacemaker site, an open skin erosion was found, and the pacemaker was visible through the opening. The patient was brought to the operating room. The pacemaker was explanted, and a wound vacuum assisted closure (vac) was placed on the wound. The patient was not pacemaker dependent, so the physician decided not to implant a new device. The patient was stable before, during, and after the procedure.